Manufacturer narrative:
Operator of device and initial reporter are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: all issues found with this device were found during testing and repair. No patient involvement was indicated at the time the pump was received at the facility for service and recertification.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the manufacturer's medical seal was missing upon receipt. Functional evaluation included calibration testing. The returned device passed all functional tests including calibration during the investigation. Results: the customer reported problem was not duplicated as the returned device passed all functional tests. Root cause of the reported issue cannot be determined as the reported event could not be duplicated and the returned sample passed all functional tests during the investigation. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.